Event description:
It was reported that during a pta/stenting treatment procedure to dilate a 100% stenosis in the common iliac artery, removal difficulties were encountered. The physician had successfully placed a palmaz stent and this balloon was inflated once to unknown atm to post dilate. The physician then attempted to retract the balloon back into the 7 fr sheath when removal difficulties were experienced. After several attempts, the balloon catheter was successfully withdrawn. The patient is reported as 'good' following the procedure; no injury or complications were reported.